Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the catheter and pump were explanted and replaced. The hospital was sending the pump back for analysis. There was no cause found for the catheter not aspirating. Patient had dilaudid in the pump.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone drug via an implantable pump. It was reported the pump failed. The pump had a motor stall on (B)(6) 2024 and seemed to not recover. During the procedure, 13.8ml¿s of hydromorphone was supposed to be in the pump, 17ml¿s were taken out of the pump. The catheter would not aspirate, so everything was explanted, and a new system was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.